Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced several episodes of peritoneal infection. The causes were not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with cephalosporin (dose, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the events. Pd therapy was continued during the treatments. No additional information could be provided as the reporter declined follow up.